Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. It is noted that the patient's cuff is deflated. There was no serious patient harm or injury that occurred or was reported. The device is currently being evaluated by a philips remote service engineer. The customer originally contacted clinical support who then forwarded the matter to a philips remote service engineer to analyze the event logs and evaluate the device. A ventilator service required alarm relating to a 'battery not charging fault' was found in the device's error log. The service engineer states that when the trach is deflated, the device will compensate for the leak when using a passive circuit. The service engineer also states that they did not receive the patient's detachable battery back with the ventilator and were unable to test if switching the batteries would work to resolve the issue. A supplemental report will be submitted when the manufacturer's investigation is complete.